Event description:
Treatment of an avm with onyx, it was reported when the catheter tip was placed, the distal segment was in at wedged position. Upon completion of onyx injection, there was approx 1cm of onyx reflux along the tip of the catheter. On the third attempt to remove the catheter, it separated at 10cm from the distal tip. The following morning, the distal segment was successfully removed when the avm surgical resection was performed. It was also repeated that the avm was located in a tortuous distal left posterior cerebral artery in the brain. The pt status was reported as "ok."

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. Based on the reported event details, the likely cause was the amount of onyx reflux, and the catheter's wedged position which led to its entrapment. The onyx avm instructions for use (IFU) warns "in general minimize the reflux to less than 1cm."